Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss over one hour occurred. Around 1:45 pm the patient has a seizure while the cgm had signal loss. The patient's mother treated the patient with glucagon and called an ambulance. The ambulance arrived at around 1:55 pm and treated the patient with IV medication. The patient was taken to the hospital and there they performed a blood work to make sure it wasn't liver or kidney failure, the results determined that it was hypoglycemic seizure . The patient was discharged around 4:30 pm-5:00 pm the same day. At the time of the report the patient was doing fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and found no damage. Perform voltage test was performed and failed. A review of the share log was performed and signal loss was undetermined; the probable cause could not be determined. The probable cause could not be determined. No additional patient or event information is available.